Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device beeping. No patient involved.

Event description:
Device beeping. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 24th march 2014. A fault within component q31 had caused an increased current drain which resulted in the premature depletion of the returned pad-pak. This would account for the low battery fails in the history log and the returned pad-pak being depleted. The user would have been alerted to the low battery with a ¿warning low battery, device service required¿ prompt and a flashing red status led and failure chirp. After replacing q31, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault.it is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine 350p.